Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and made recommendations to shake the standard a bag before placement on the instrument, as the standard a solution was replaced prior to obtaining the discordant results. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found a cracked diluent pump. The cse replaced the pump and integrated multisensor technology sensor. Quality controls were run, resulting within range. The cause of the discordant, falsely low sodium result is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.